Event description:
Authorized distributor in (B)(6) reports domestic repair of device, replacing the psu-board when failure message error 18 appeared. Based on the info received, the potential risk associated with the reported event is classified as critical since a faulty psu-board may cause errors that will intentionally terminate treatment, as a risk mitigation, with a high priority alarm. Based on the info provided at this time, including unk pt outcome, the event is considered reportable per 21 cfr part 803.3.